Event description:
It has been reported to philips that geometry movement was not available intermittently during operation. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found a problem with 1spc failure intermittently. Then the fse replaced the parts, calibrated the geo and system returned to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was delayed. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements (angulation and longitudinal) partly available. Upon functional testing, fse found that the 1spc intermittent failure. Fse replaced the 1spc and performed all geometry calibrations. After replacement of the 1spc and geometry calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.